Event description:
Patient's mother states the buttons on the pump are not always responding to button presses. Buttons also sticking causing screen to "freeze" up. Mother reports no damage to keypad. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok button was found to be intermittently responsive. During investigation, evidence of contamination was found under all button key contacts.